Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, brown particles and an opening. Leak test was performed and found an opening on the anterior/posterior sides. A microscopic analysis was performed which identified a striated edge opening on the posterior side, consistent with use of a surgical tool, a striated opening on the anterior side and a punctured opening in the anterior side. Based on the device analysis the final assessment is a striated edge opening on anterior side and a striated edge opening on posterior side, due to surgical damage, as well as four punctures on the anterior side.

Event description:
The device has been explanted.